Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
On (B)(6) 2018, dr. (B)(6) informed us that he had a patient report to the hospital with pain in his left hip. The pain was said to begin 6-12 months ago. Upon x-ray, dr. (B)(6) found that the patient had a total hip replacement in situ (recalled asr shell and femoral head, with a trilock femoral stem). There was clear aseptic loosening of the acetabular shell as it was no longer fixed to bone and was severely abducted compared to the shell position from previous x-rays. The patient also had a noticeable bulge on his left hip. Dr. (B)(6) informed us that he is planning to remove the asr shell and femoral head and replace with a pinnacle cup, altrx poly liner and a 36 mm metal 12/14 taper head (assuming the trunnion of the trilock stem was in fair condition). During surgery, dr. (B)(6) removed a large amount of black metal debris from the joint space and cleared out any deteriorating tissue. He explanted the shell and femoral head and the scrub nurse put them aside so that I could retain them for cst submission. Dr. (B)(6) went on to ream the acetabulum and implant a pinnacle size 64 mm cup and 36 x 64 mm neutral altrx liner. Upon trialing with trial femoral heads, he chose a 36+12 mm metal femoral head. He was happy with offset and length and washed out the joint before closing. The original total hip replacement was performed in 2009, prior to asr being recalled. The information I was able to retain from looking at the shell and femoral head are: shell (size 60 mm, dp 2516079 c) head (lot# 2223379, 9998901530) when attempting to input the acetabular shell into "product details", I'm unable to select a product with the information I found on the acetabular shell (2516079). Patient consequence?: no. Is the information being submitted for this complaint all the details that are known/available regarding this event?: yes.